Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under contraindications, number 1 states, "infection." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03008 / 03009).

Event description:
Patient underwent a patellar tendon repair procedure approximately 10 months post-implantation underwent irrigation due to infection.